Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
The tip broke off of the screwdriver upon implanting the screw. Tip of screwdriver stayed in patient because it was stuck in the screw.